Event description:
A (B)(6) male underwent evar on (B)(6) 2012. There were no difficulties deploying either iliac leg grafts. An iliac angioplasty in the right leg was done due to external compression after the procedure. The device was patent at the end of the procedure, external compress was observed at the end of the procedure, no evidence of a kink or thrombus at the end of the procedure and no endoleaks were noted. Three attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unk as lot # is unk. (B)(4). Event is still under investigation.